Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure, on an unknown date, to revise this inflatable penile prosthesis (ipp) due to an infection. The ipp cylinder, pump, and reservoir was explanted and not replaced. On (B)(6) 2021 a tactra malleable prosthesis was implanted.